Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock had a black ink like smear attached to the blue part of the injector. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: one open, unused sample was received for investigation. Upon visual inspection, some spots were found on the injector and could not be removed from the surface of the safety sleeve. The molding team then evaluated the sample indicating the black spots correspond to burnt material. Based upon the visual inspection and investigation of the sample received, the root cause of this incident is related to the molding process during manufacturing. The injection machines automatically discards the first five molded pieces each time they start the production. In addition, during visual inspection the operator looks for burs, damaged parts, burned parts, and particles according to internal procedures in both molding and assembly processes. Unfortunately this syringe was not detected during the visual rejection process. A device history record could not be evaluated as the lot number is unknown. Conclusion: particles found in the injector are burnt material produced during molding process. As the lot is unknown, it is not possible to check the DHR and look for maintenance records. Based on the low severity and frequency of the defect it was determined that no CAPA is required.